Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2017-06992, reference MFR. Report: 1627487-2017-06993. The patient reported the system malfunctioned and it was explanted (B)(6) (exact date in unknown). It is unknown how the system malfunctioned as the manufacturer was just made aware recently.